Event description:
It was reported that during preparation for an pulsed field ablation (pfa) procedure the faradrive steerable sheath clear was intended to use. The package was opened and inspected, and the dilator looked suspicious, crimped at distal tip. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.